Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone. Properly functioning implants depend on their appropriate fixation to the bone; fixation is usually achieved by cementing the implant onto the bone. Some surgeons prefer to use biologic (non-cemented) fixation. Although implants are firmly fixed at the initial knee replacement surgery, they may become loose over time. Friction caused by the joint surfaces rubbing against each other wears away the surfaces of the implant, creating tiny particles that accumulate around the joint. In a process called aseptic (non-infected) loosening, the bond of the implant to the bone is also digested (a condition called osteolysis), which can weaken or even fracture the bone. When the prosthesis becomes loose, the patient may experience pain, change in alignment, or instability. Aseptic loosening is the most common mode of failure of knee implants.

Event description:
Revision due to aseptic loosening.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision - reason not reported.